Event description:
50-year old female who underwent a monarc transobturator mesh sling procedure. She complained of right thigh pain, and a week later presented with fever to 100.7 f, chills, white blood cell count of 14,000 and severe cellulitis along the medial right thigh with palpable crepitus overlying this area. CT scan and MRI of the pelvis demonstated gas tracking along the right medial thigh and into the obturator foramen. She was taken for emergent surgery. The wound was opened, and 50 ml purulent material was dained. There was tissue necrosis, which was debrided. The vaginal wound was opened and the mesh sling was dissected off the surrounding tissue and removed in its entirety. Wound care consisted wet-to-dry dressings initially and a vaginal gauze pack. Eventually a wound-vac was placed and the patient was discharged home in good condition to recover. She will be seen back in follow-up next week.